Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report alleges the patient was treated for a recurrence, which is a known adverse event listed in the IFU. Additionally, no product was returned for evaluation. The lot number provided was not a correct number and therefore a manufacturing review cannot be performed. With the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for patient: on (B)(6) 2007: the patient underwent a hernia repair surgery at hospital. The patient's hernia was repaired with a composix kugel hernia repair patch. On (B)(6) 2008: the patient underwent surgery at hospital. The attending surgeon documented that the composix kugel hernia repair patch had buckled off its superior portion causing a recurrent hernia and other injuries. The attorney alleges the patient has suffered and will continue to suffer physical pain. The patient was seriously and permanently injured.